Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and high out of range pacing impedance measurements, which triggered lead safety switch. Technical services (ts) confirmed a gradual increase in pace lead impedance, suggesting a possible early onset lead fracture or a physiologic cause. Ts gave programming recommendations. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and high out of range pacing impedance measurements, which triggered lead safety switch. Technical services (ts) confirmed a gradual increase in pace lead impedance, suggesting a possible early onset lead fracture or a physiologic cause. Ts gave programming recommendations. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. This rv lead was programmed to unipolar pace and bipolar sense. The healthcare professional inquired whether threshold testing was available in the unipolar configuration. Ts confirmed this and also discussed turning off right atrial (ra) lead sensing to improve device longevity. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued. This lead was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.